Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range pacing impedance measurement, measuring greater than 3000 ohms. Data analysis was performed, and boston scientific technical services did not observe any noise, artefacts and all values were within normal limits. Troubleshooting recommendations to exclude mechanical issues and lead impairment were provided. No additional adverse patient effects were reported. This device and right ventricular (rv) lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range pacing impedance measurement, measuring greater than 3000 ohms. Data analysis was performed, and boston scientific technical services did not observe any noise, artefacts and all values were within normal limits. Troubleshooting recommendations to exclude mechanical issues and lead impairment were provided. No additional adverse patient effects were reported. This device and right ventricular (rv) lead remains in-service. Additional information was provided, it was reported that the status of the system remains uncertain as the patient has mental health problems and it was one of the reasons the clinic decided not to proceed. No further information is available. Currently, this device and right ventricular (rv) lead remains in-service.